Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned device was examined & the complaint condition was able to be confirmed as the threaded tip on the device was broken and missing a fragment (approximately 6.5mm x4.5mm x 1.5mm). No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. A visual inspection and drawing review were performed as part of this investigation. The matrix holding sleeve - long is one of (10) holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by (3) technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The relevant drawings for the returned devices were reviewed: top-level & inner shaft. The design, materials, & finishing processes were found to be appropriate for the intended use of this device. A design change was implemented to address the failure mode of the holding sleeve¿s threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No direct patient involvement. Exact date of device breakage is unknown; however, the issue was discovered on (B)(6) 2016. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: may 8, 2013 - supplier: (B)(4) ¿ packaged by: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, or any of its subcomponents, that could contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the tip of a matrix screwdriver holding sleeve had broken off. The issue was discovered during the pre-operative instrument setup prior to a lumbar fusion on (B)(6) 2016. A replacement device was available for use. The procedure began as scheduled. No patient involvement with the reported breakage. This report is 1 of 1 for (B)(4).